Event description:
A pt with significant history of occlusion of the left distal common femoral artery had an operative procedure performed in 2004 secondary to severe ischemic rest pain in the left leg secondary to occlusion to outflow of left limb of aortobifemoral graft at the groin level. During the procedure, bioglue surgical adhesive was used as an adjunct to standard methods of surgery in order to seal the anastomosis. At approximately 3 weeks post-surgery, the pt presented with swelling and drainage at the surgical site. The pt was returned to the or for exploration of the surgical site and a 'milky, pus like fluid' was noted at the site of the anastomosis which appeared to incorporate the surrounding bioglue surgical adhesive. It is reported that the surgeon debrided the area and sent both tissue and swab cultures for testing. The initial gram stain showed acute inflammation, but no organisms were identified.